Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy (thin and restricted posterior leaflet). The reported tissue damage (torn posterior leaflet) was a due to a combination of the challenging anatomy, operational context and due to the slda. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds) (00122u110), the clip was unable to be opened; therefore, the cds was not used and was replaced. An additional cds (00122u108) was inserted and was successfully deployed. However, due to a thin and restricted posterior leaflet, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). After the slda occurred, the physician noticed that the posterior leaflet had torn and part of it remained in inside the clip. To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information provided.